Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that slightly one week post implant, the right ventricular (rv) lead exhibited an increase in threshold measurements and loss of capture (loc). A decrease in r wave amplitude was also observed. Outputs were reprogrammed. The following week, loc continued to occur, thus a revision procedure was performed where the rv lead was successfully repositioned. The rv lead remains in service and no additional adverse patient effects were reported.